Event description:
A user facility reported to olympus that the image flickering. The problem, as reported to olympus, was identified during preparation for use. The intended procedure was completed using another similar device. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The device was evaluated onsite by a field service engineer (fse). Upon inspection and testing of the device, it was determined that dirt was present in the video connector, resulting in poor contact; to resolve the problem, the video connector was cleaned. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been almost 1 year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to dirt on the video connector resulting in poor contact. Olympus will continue to monitor field performance for this device.